Event description:
On (B)(6) 2022, it was reported to dexcom by tandem customer technical support that the patient who used both a dexcom cgm and a tandem insulin pump experienced inaccurate cgm values on (B)(6) 2022 and on (B)(6) 2022. It was stated, 'this ultimately caused for a high bg as patient was unaware of increasing bg levels and led to death of patient.' The date of death was not provided. The patient¿s family specifically requested that they not be contacted to troubleshoot or provide further information to tandem or dexcom. The patient was using a dexcom receiver; however, there was no data downloaded from the receiver. Since the family does not want to be contacted for any follow up, there is no data available to evaluate for this event. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.